Event description:
It was reported that a button on the insulin pump was not working. Customer's blood glucose was 6.8 mmol/l. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with cracked battery tube threads, a cracked belt clip slot, cracked reservoir tube lip, cracked case near the display window corners, minor scratches on the display window, a missing end cap sticker, cracked reservoir tube and a cracked reservoir tube window.